Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the, when customer removed sensor, there was no electrode part. The customer¿s blood glucose was unknown at the time of the incident. The customer's family was told to bring the sensor to the medical facility on the next visit and was also told that the physician would report to the manufacturer when the customer's family contacted the physician. The sensor will not be returned for analysis.